Event description:
Received information stating patient went to emergency room due to low bg's (54 mg/dl).

Manufacturer narrative:
Patient received new pump and a bolus setting was not set. Patient received a bolus of 10u of insulin instead of 10 grams of carbs. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.